Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she had developed 4 areas under the mass labeled as pressure sores by the ostomy nurse that she saw a week before this report. The pressure sores were not staged by the nurse. She recommended a flat system and treated areas with silver nitrate. No other prescriptions were provided. She stated that they all developed around the same time, 1 is between 12 o'clock and 1 o'clock. The others are at approximately between 9-10 o'clock. They were about the size of a pen tip, were red and bleeding. They had been present approximately 4-5 months. The end user stated that they started off looking like a blister but they had been persistent. She self-treated with duoderm but they did not resolve. Reportedly, the end user continued to use the product. No photo is available at this time.